Event description:
It was reported that the customer experienced a blood glucose reading over 400 mg/dl. Troubleshooting was performed. The self test passed. However, the insulin pump alarmed no delivery outside of specifications during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.